Event description:
Halfway through a case, the hand control had a fault indicator. The table did not tilt properly, and the patient started to slide off the table. At some point the foot-end and head-end moved out of sync, causing the tabletop to corkscrew. After rebooting the table the fault light went away.

Manufacturer narrative:
Per the information obtained from the investigation and device evaluation, there were no issues observed during the preventive maintenance check. The reported incident was deemed not reproducible by mizuho osi field service engineer. The only information obtained was that the battery of the hand control was depleted and that indication went off when the table was connected to ac power. While the owner's manual of the device in scope of the incident does recommend using ac power in case of a battery getting depleted from the hand pcontrol, there is not enough evidence or indication to link the depleted hand control battery to observed corkscrew motion of the table base. No information was obtained from the hospital regarding the status of the patient. The root cause of this incident is thus deemed as inconclusive.

Event description:
Halfway through a case, the hand control had a fault indicator. The table did not tilt properly, and the patient started to slide off the table. At some point the foot-end and head-end moved out of sync, causing the tabletop to corkscrew. After rebooting the table the fault light went away.